Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-04957. It was reported that patients implant procedure was aborted for patients' safety and a csf leak was detected with a severe headache, both leads were pulled, and patient was given a blood patch and observed by the physician to address the issue.